Manufacturer narrative:
An event of device deformity during procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. A 10f sheath was used to deliver the device. Field indicated that no interaction with cardiac structure and no angulation or kink noticed in the delivery system was noted. Please note that per the instructions for use, the recommended size delivery system for use with a 10 mm amplatzer septal occluder is an 6f. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 10mm amplatzer septal occluder was selected for implant on (B)(6) 2024 using an unknown 8f delivery sheath. During implant the device took on a cobra shape. The device was not released from the delivery cable. The device was removed from the patient and replaced with a new 10mm amplatzer septal occluder. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.